Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of dust particle contamination in the device as secondary findings. The device was scrapped.